Event description:
The lift was being used on the (B)(6) 2013, to transfer a 240 lb resident when the screw shaft of the actuator snapped in half causing the resident to plummet back into the chair they were being lifted from. There were no injuries to the resident as a result of the incident. The lifts is a 400001 model rated to 475 lbs, serial number (B)(4) and the actuator serial number is (B)(4).

Manufacturer narrative:
Medcare's records indicate the lift is 12 years old. The serial number of the actuator (B)(4) is also 12 years old. Medcare recommends that the actuator be replaced after 4 years of daily use as stated in the operations manual. Medcare also recommends that after 10 years of daily use, the lift is replaced as metal fatigue may be an issue.